Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in mildly tortuous and moderately calcified right coronary artery. A 38 x 2.75 promus elite drug-eluting stent was fully deployed. A 2.50x15mm nc trek balloon catheter was used to post-dilate the lesion; however, a flow limiting dissection was observed at the proximal segment of the stent. Another stent was then used and completed the procedure. The patient was stable post-procedure.